Event description:
It was reported when using the bd pyxis medstation es system not detected on bus. The customer added that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the system on detected on bus. The field service engineer power cycled the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.